Event description:
Customer received a call at 7:44 am on (B)(6) 2013 regarding an (B)(6) male patient was cardiac arrest at a nursing facility. Patient was conscious, alert and talking to the nurse while his blood was being drawn when he coded. He was down for about 4 minutes prior to ems arrival and in cardiac arrest upon ems arrival. Customer believes that bystander CPR was performed by the nurse for an unknown length of time. The autopulse platform was deployed within 3 minutes of arrival with no issues. Compressions were performed for about 9 minutes. The patient was then moved into the ambulance. Upon loading the patient into the ambulance, the autopulse was stopped for a rhythm check. Customer attempted to restart the platform;however, the platform displayed user advisory 7 (discrepancy between load 1 and load 2 too large) and 45 (not at "home" position after power-on/restart) messages. Customer tried numerous times to reposition the patient and to lift the lifeband up but was unsuccessful. It was noted that the outer covering tore loose from the left side of the lifeband. Customer did not know when this occurred and indicated that the patient was not too large for the platform but could not provide the patient's weight. Customer reverted to manual CPR for the duration of transport and upon arrival at the ER, which was about 7-9 minutes. The hospital was 2 miles away from the scene of incident. Return of spontaneous circulation (rosc) was achieved within 5 minutes of arrival at the ER. Patient died two days later on (B)(6) 2013. Customer could not provide the cause of death but does not attribute the patient's death to the use of the autopulse. Patient had diabetes, anemia, cellulitis and hypertension. He was also on antibiotics and cardiac medications. Epinephrine was administered on 3 occasions: at the site of the scene, while loading the patient into the ambulance and at the ER. Customer does not believe that an autopsy was performed.

Manufacturer narrative:
The product in complaint was returned to zoll on 01/08/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.